Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and a keypad anomaly. Customer stated that they took the insulin pump in the bathroom with them while showering and the device alarmed button error and turned off. It was noted that the buttons were unresponsive. Customer's blood glucose reading at the time of the incident was noted to be 131 mg/dl. Customer was advised to revert to a back up plan and the device is being returned for analysis.